Event description:
The customer reported that the system displayed an inverter boot failure error message at start up and shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups cable was replaced. The system was then found to be operating as intended.